Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37754, serial # (B)(4), product type recharger.

Event description:
The spouse of the patient reported that they are having problems with the patient's recharger. It was stated that the patient has been acting weird because they have had a sudden return of symptoms as of date notified, with stimulation found to be off. Stimulation was turned on but it is unknown if it resolved the issue. The caller is unsure how the implantable neurostimulator (ins) got turned off and didn't know what was going on. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.